Event description:
It was reported that during the implant procedure the physician experienced difficulty advancing and subsequently retracting the lead through the introducer. The physician felt that the coil was "hanging up." The lead was then removed and replaced with a new lead. It was noted that after removing the lead the physician noted some stretching of the proximal coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the defibrillation conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.